Event description:
Upon review 21-july-2023 the aware date changed from 10-jan-2023 to 27-june-2023. This complaint was initiated as a result of testing to document a further component investigation.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection indicated that device had not been used on a patient. There was no abnormality in the appearance of the product. It was confirmed that the airway pressure gauge did not rise when setting the minimum tidal volume of the related ventilator. The complaint was confirmed. This has not been associated with a trend or pattern. This has been identified as a supplied item fault. The device history report (DHR) is stored at the supplier. Therefore no DHR review could be completed. The device will be sent to the supplier for further investigation.

Event description:
It was reported, that the ventilation volume was so insufficient. That the airway pressure meter did not work (or respond). No adverse effects reported. It was reported, that no further information is available.

Manufacturer narrative:
B3: date of event. D4: lot number, expiration date. And h4: device manufacture date is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.